Event description:
In early 2009, this senior medical affairs specialist spoke with the patient/layperson regarding her allegation that one of her onetouch ultralink was inaccurately elevated. The patient obtained hi (greater than 600 mg/dl) the morning of late 2008. After the result, the patient who denied symptoms, reportedly bolused extra insulin due to the result. One hour later, allegedly feeling shaky, sweaty, and faint, the patient tested on her bd logic; result 52 mg/dl. The patient self treated with sugar. During troubleshooting with the customer care advocate (cca) soon after self treating, the patient shared that her one touch ultra test strips she had "taken out of the closet" expired 2006. The cca replaced the meter and test strips. Although the patient was not using the product per the owner's manual (using expired test strips), the complaint is classified as MDR reportable due to allegedly experiencing symptoms that meet the criteria of a serious injury after basing insulin on a presumed inaccurate result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.